Event description:
Information received regarding the explanted device notes that the patient was admitted to the hospital due to pauses in pacing that resulted in the patient having dizziness. The lead was found to be fractured and was oversensing causing noise inhibition.